Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional methods codes; device not returned (4114), communication/interviews (4111) investigation ¿ evaluation. Agility logistics informed cook of an incident in brazil involving an ultrathane mac-loc locking loop biliary drainage catheter. On (B)(6) 2020, during the placement of the catheter, the blue stiffener was difficult to remove. A new device was placed. There have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. However, images of the complaint device were provided. In the images, there is an 8.5fr mac-loc with a blue stiffener not fully inserted. There appears to be no damage to the device. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records nonconformances. There is a related non-conformance for ¿coating, hc coverage insufficient/irregular.¿ this affected a quantity of 1 device with a disposition of scrapped. There is another related non-conformance for ¿shaft, difficult to wire/will not wire.¿ this affected a quantity of 6 devices with a disposition of scrapped. Cook concluded the other non-conformances are not related to this incident. The subassembly lots containing the related nonconformances fulfilled three final lots. A complaint database search was completed on these three lots and no complaints were found. A non-conformance search was completed on these three lots. There is a related non-conformance for ¿poor transition.¿ this affected a quantity of one device with a disposition of scrapped. Cook concluded the other non-conformances are not related to this incident. There is a 100% inspection for all related non-conformances. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA was previously opened to address this issue. The CAPA concluded manufacturing related causes and implemented corrective actions. The complaint lot was manufactured prior to implementation activities of the CAPA. Based on the information provided, no returned product, the fact that the device was manufactured prior to corrective action implementation, and the results of the investigation, it was determined that a manufacturing and quality control deficiency contributed to this event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional common codes: lje, gbo. Occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for a biliary drainage procedure. During the procedure, the flexible stiffener was difficult to remove and was "stuck inside the drain." The device was removed and a new device was placed to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.